Manufacturer narrative:
The reporting physician did not know if the perlane treatment was the cause of the reported events. The reporting physician assessed the severity of the reported events as moderate. The lot number and exp date were reported as unk.

Event description:
On (B)(4) 2011, a spontaneous report was received from a physician regarding a (B)(6) female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included type 2 diabetes and hay fever type allergies. The pt's skin type was fitzpatrick 2-3. The pt was taking unspecified concomitant medications. The pt received an injection of perlane (amount injected unk) on an unspecified date in (B)(6) 2010 to the bilateral nasolabial folds. It was unk if the pt received any pre-procedure medication. Add'l procedures performed at the time of implantation were reported. On an unspecified date, in (B)(6) 2010, "approx one month after the implantation", the pt developed facial edema, which was centered over the glabella area, bilateral periorbital regions and upper cheeks. The pt was diagnosed with facial cellulitis, which was thought to be infectious, and was treated with unspecified oral antibiotics. On an unspecified date in either 2010 or (B)(6) 2011, the symptoms resolved. On (B)(6) 2011, the pt's facial edema returned, and was again centered over the glabella, bilateral periorbital regions and upper cheeks. The pt was seen by her primary care physician (pcp) who prescribed oral prednisone and oral augmentin (amoxicillin and clavulanate). The pt's pcp then referred the pt to the reporting physician, who saw the pt for the first time on (B)(6) 2011. At this visit, the reporting physician changed the antibiotics to oral doxycycline 100 mg twice daily for 10 days to 2 weeks and topical bactroban (mupirocin). The pt did not improve, and returned to see the reporting physician again on (B)(6) 2011. It was at this visit that the pt first informed the reporting physician that she had received an injection of perlane. The pt reported that she did not receive perlane to anywhere but the nasolabial folds. Lab data performed on (B)(6) 2011 included an antinuclear antibody test (ana) which was positive and an erythrocyte sedimentation rate (esr), which was "normal at 30". No cultures were taken, as "there was nothing to culture". The pt did not receive any further treatment. The reporting physician diagnosed the pt with non-infectious facial cellulitis and planned to refer the pt to a rheumatologist. As of (B)(6) 2011, the reporting physician planned on following up with the pt, but a f/u appointment had not yet been scheduled. No add'l info was provided.